Event description:
It was reported by the affiliate that during a ovarian resection procedure, the shaft was broken off. No pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l f/u performed provided, "- proximal part of the balloon was broken."

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.